Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was not related to the stimulator and it was related to the stimulation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported a sudden return of symptoms of urgent miction and urinary incontinency. Factors that may have led or contributed to the issue remain unknown. Interventions include device reprogramming during an unscheduled visit on (B)(6) 2016. Other interventions include medication that was given. The issue resolved at the time of the report. It was reported that it was related to the stimulator and stimulation. Relevant medical history includes idiopathic urinary incontinence, pollakiuria and nocturia since 2013. No further patient complications have been reported as a result of this event.